Event description:
Pt's husband reporting that one of pt's pumps has alarmed low battery today after batteries were changed a couple days ago. Pt had same problem 2-3 weeks ago and they are concerned it will get worse. Sent pt replacement pump. No other info available. Dose or amount: veletri 39 ng/kg/min. Frequency: cont. Dates of use: (B)(6) 2017 to present.